Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) head presented with no telemetry. The rf head was replaced and the programmer worked fine. The rf head was discarded. No patient complications were reported as a result of this event.